Event description:
The patient contacted animas on (B)(6) 2013 reporting that the audio alarms were not sounding. Troubleshooting confirmed that the patient had the alarms set to audible high. The patient indicated that the pump was beeping with the audio bolus button presses but was not working for alarms. Customer support walked the patient through changing the pump to vibrate but no vibrations were noted. This report is made based on the allegation that both the audible and vibratory alarm systems had failed.

Manufacturer narrative:
Follow-up # 1 date of submission 04/25/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump powered on appropriately with fully functional audio tones and vibration. Alarms were reproduced during testing and the pump gave the correct audible and vibration alerts. The pump was opened and the audio and vibrations circuits were inspected and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.